Manufacturer narrative:
The below report was received by health authority FDA (reference number: FDA-2014-n-0736-1724) on 12-jun-2015. The most recent information was received on 27-dec-2023. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("embedded essure coil") and abdominal pain ("stomach pain on her left side sometimes it feels sore") in a 33 year-old female patient who had essure inserted for contraception. Additional non-serious events are detailed below. The patient had a medical history of pelvic pain and abnormal uterine bleeding. As concurrent condition the report mentioned automobile accident. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced genital haemorrhage ("abnormal, irregular bleeding") and dysmenorrhoea ("menstrual cramps are worse / very painful periods"). Essure was removed on (B)(6) 2016. An unknown time later she experienced embedded device (seriousness criterion medically important), abdominal pain (seriousness criteria medically important and intervention required), fungal infection ("numerous yeast infections"), heavy menstrual bleeding ("heavy periods"), abdominal tenderness ("lower abdomen is always tender"), rash ("getting rashes all over my body"), alopecia ("hair falls out easily"), abdominal distension ("my stomach is always bloated"), abdominal rigidity ("stomach feels hard"), incontinence ("incontinence"), dyshidrotic eczema ("dishidrotic eczema on their hands") and allergy to metals ("nickel allergy"). The patient was treated with surgery (total vaginal hysterectomy.diagnostic laparoscopy,bilateral salpingectomy,cystoscopy.). At the time of the report, the genital haemorrhage, heavy menstrual bleeding, abdominal tenderness, rash, alopecia, abdominal distension, abdominal rigidity and incontinence had not resolved. The outcomes for abdominal pain, dysmenorrhoea, fungal infection, dyshidrotic eczema and allergy to metals were unknown. The reporter considered abdominal distension, abdominal pain, abdominal rigidity, abdominal tenderness, allergy to metals, alopecia, dyshidrotic eczema, dysmenorrhoea, embedded device, fungal infection, genital haemorrhage, heavy menstrual bleeding, incontinence and rash to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2016: specimen: uterus, cervix, bilateral fallopian tubes final pathologic diagnosis: uterus, cervix, bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: uterus, cervix and bilateral fallopian tubes (150 grams)-main findings: cervical junction, nabothian cysts. Endometrium, interval (late proliferative/early secretory). Myometrium, focal adenomyosis. Fallopian tubes with reactive changes related to essure coiling. No evidence of dysplasia, hyperplasia or malignancy. Clinical history: abnormal uterine bleeding, pelvic pain. Gross description: there is a 4.0 cm in length by less than 0.1 cm in diameter coiled, silver-colored, metallic wire protruding from the left cornual region of the corpus. The aforementioned coil (consistent with an essure coil) extends into the cornua within the left corpus. There are two detached, unoriented segments of fimbriated fallopian tube, 3.0 cm in length by 0.6 cm in diameter and 6.0 cm in length by 0.7 cm in diameter. The shorter tube is unremarkable. The longer tube contains a similar, embedded essure coil which protrudes from the proximal end of the tube. The remainder of the coil is embedded within the proximal 1.0 cm of this tube. The specimen is processed in accordance with the essure protocol. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-dec-2023: quality safety evaluation of ptc. Further company follow-up with the consumer or the regulatory authority is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('stomach pain on her left side sometimes it feels sore') in a 33-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included automobile accident. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal, irregular bleeding") and dysmenorrhoea ("menstrual cramps are worse / very painful periods"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fungal infection ("numerous yeast infections"), menorrhagia ("heavy periods"), abdominal tenderness ("lower abdomen is always tender"), rash ("getting rashes all over my body"), alopecia ("hair falls out easily"), abdominal distension ("my stomach is always bloated"), abdominal rigidity ("stomach feels hard"), incontinence ("incontinence"), dyshidrotic eczema ("dishidrotic eczema on their hands") and allergy to metals ("nickel allergy"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, dysmenorrhoea, fungal infection, dyshidrotic eczema and allergy to metals outcome was unknown and the genital haemorrhage, menorrhagia, abdominal tenderness, rash, alopecia, abdominal distension, abdominal rigidity and incontinence had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal rigidity, abdominal tenderness, allergy to metals, alopecia, dyshidrotic eczema, dysmenorrhoea, fungal infection, genital haemorrhage, incontinence, menorrhagia and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority FDA (reference number: (B)(4) on 12-jun-2015. The most recent information was received on 07-nov-2023. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("stomach pain on her left side sometimes it feels sore") and embedded device ("embedded essure coil") in a 33 year-old female patient who had essure inserted for contraception. Additional non-serious events are detailed below. The patient had a medical history of pelvic pain and abnormal uterine bleeding. As concurrent condition the report mentioned automobile accident. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, she experienced genital haemorrhage ("abnormal, irregular bleeding") and dysmenorrhoea ("menstrual cramps are worse / very painful periods"). Essure was removed on (B)(6) 2016. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), fungal infection ("numerous yeast infections"), heavy menstrual bleeding ("heavy periods"), abdominal tenderness ("lower abdomen is always tender"), rash ("getting rashes all over my body"), alopecia ("hair falls out easily"), abdominal distension ("my stomach is always bloated"), abdominal rigidity ("stomach feels hard"), incontinence ("incontinence"), dyshidrotic eczema ("dyshidrotic eczema on their hands"), allergy to metals ("nickel allergy") and embedded device (seriousness criterion medically important). The patient was treated with surgery (total vaginal hysterectomy. Diagnostic laparoscopy, bilateral salpingectomy, cystoscopy.). At the time of the report, the genital haemorrhage, heavy menstrual bleeding, abdominal tenderness, rash, alopecia, abdominal distension, abdominal rigidity and incontinence had not resolved. The outcomes for abdominal pain, dysmenorrhoea, fungal infection, dyshidrotic eczema and allergy to metals were unknown. The reporter considered abdominal distension, abdominal pain, abdominal rigidity, abdominal tenderness, allergy to metals, alopecia, dyshidrotic eczema, dysmenorrhoea, embedded device, fungal infection, genital haemorrhage, heavy menstrual bleeding, incontinence and rash to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2016: specimen: uterus, cervix, bilateral fallopian tubes. Final pathologic diagnosis: uterus, cervix, bilateral fallopian tubes, total hysterectomy and bilateral. Salpingectomy: uterus, cervix and bilateral fallopian tubes (150 grams)-main findings: cervical junction, nabothian cysts. Endometrium, interval (late proliferative/early secretory). Myometrium, focal adenomyosis. Fallopian tubes with reactive changes related to essure coiling. No evidence of dysplasia, hyperplasia or malignancy. Clinical history: abnormal uterine bleeding, pelvic pain. Gross description: there is a 4.0 cm in length by less than 0.1 cm in diameter coiled, silver-colored, metallic wire protruding from the left cornual region of the corpus. The aforementioned coil (consistent with an essure coil) extends into the cornua within the left corpus. There are two detached, unoriented segments of fimbriated fallopian tube, 3.0 cm in length by 0.6 cm in diameter and 6.0 cm in length by 0.7 cm in diameter. The shorter tube is unremarkable. The longer tube contains a similar, embedded essure coil which protrudes from the proximal end of the tube. The remainder of the coil is embedded within the proximal 1.0 cm of this tube. The specimen is processed in accordance with the essure protocol. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record:device embedded. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: device embedded event added, reporters, patient history, lab data, removal date, non drug treatment added. Further company follow-up with the consumer or the regulatory authority is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 12-jun-2015. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('stomach pain on her left side sometimes it feels sore') in a (B)(6) year old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included automobile accident. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal, irregular bleeding") and dysmenorrhoea ("menstrual cramps are worse / very painful periods"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fungal infection ("numerous yeast infections"), menorrhagia ("heavy periods"), abdominal tenderness ("lower abdomen is always tender"), rash ("getting rashes all over my body"), alopecia ("hair falls out easily"), abdominal distension ("my stomach is always bloated"), abdominal rigidity ("stomach feels hard"), incontinence ("incontinence"), eczema ("dishidrotic eczema on their hands") and allergy to metals ("nickel allergy"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, dysmenorrhoea, fungal infection, eczema and allergy to metals outcome was unknown and the genital haemorrhage, menorrhagia, abdominal tenderness, rash, alopecia, abdominal distension, abdominal rigidity and incontinence had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal rigidity, abdominal tenderness, allergy to metals, alopecia, dysmenorrhoea, eczema, fungal infection, genital haemorrhage, incontinence, menorrhagia and rash to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case,we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: reporter added. Case become serious incident, essure removal added to event abdominal pain, event eczema added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.